Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient came in for their post procedure follow up after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) with a 17cm x 6cm hematoma in the left leg. There was no other reported patient event or treatment. The physician is a trained user and is kol. The access site was the femoral vein, 9f, for a venous stenting procedure. Access was bilateral, however, only one side developed a hematoma. Pain began 3 days post procedure and 4 days post procedure the patient presented to the emergency department. And pain control was provided on an outpatient basis. There were no multiple sheath exchanges. A 9f non-cordis sheath was used. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. Heparin was used during the procedure, no thrombolytics were used, and no reversal was performed prior to closure per normal physician protocol. Lovenox was administered immediately post-procedure. The patient followed post-procedure bedrest instructions, and there was no elevated blood pressure reported. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a patient came in for their post procedure follow up after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) with a 17cm x 6cm hematoma in the left leg. There was no other reported patient event or treatment. The physician is a trained user and is kol (key opinion leader). The access site was the femoral vein, 9f, for a venous stenting procedure. Access was bilateral, however, only one side developed a hematoma. Pain began 3 days post procedure and 4 days post procedure the patient presented to the emergency department. Pain control was provided on an outpatient basis. There were no multiple sheath exchanges. A 9f non-cordis sheath was used. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Heparin was used during the procedure, no thrombolytics were used, and no reversal was performed prior to closure per normal physician protocol. Lovenox was administered immediately post-procedure. The patient followed post-procedure bedrest instructions, and there was no elevated blood pressure reported. The device was not available to be returned for evaluation. The product history record (phr) review of lot f2523403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Pain is an unpleasant physical discomfort or sensation experienced by the patient. However, pain is subjective to the patient, and there are many potential causes to the pain experienced. However, the pain was likely a symptom associated with the hematoma reported. Without the return of the device for analysis or procedural films, the reported customer complaint could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient and/or pharmacological factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review and available information, there is no indication that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.